Event description:
It was reported by a customer in the USA that an 840 ventilator experienced an upper blank screen. There was no pt involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and found no errors recorded in the memory logs to support the reported problem. The cse was unable to duplicate the issue. The unit passed all tests and calibrations, and it was observed to be operating within mfg specs. (B)(4).